Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. Lot number: unknown, as information was not provided. Expiration date: unknown as product lot number was not provided. UDI # is unknown as product lot number was not provided. If implanted, give date: not applicable, the healon pro is not an implanted product. If explanted, give date: not applicable, the healon pro is not an implanted product. Device manufacture date: unknown, as the lot number was not provided. Initial reporter's first/given name: information unknown/not provided. Phone number: (B)(6). Phone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material, which looked like a hair was observed when healon was injected in the anterior chamber prior to inserting the intraocular lens. The foreign material was removed from the patient's eye and it was discarded by customer. The procedure was successfully completed. There was no patient injury reported. It was noted that the customer discarded the product. No further information was reported.

Manufacturer narrative:
Corrected data: in review, it was noted, that the country 'netherlands' was inadvertently entered in section 'g1-g2' of the initial emdr report, which is incorrect. The correct country, that should have been entered is sweden. The information has been corrected in this supplemental report and the following field was updated accordingly: section g1-g2: country: sweden. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.